Manufacturer narrative:
H11: the device was received for evaluation. Evaluation was unable to reproduce the alarm. The ehlr found multiple upstream occlusion alarms. The reported condition was verified. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed false upstream occlusion during programming in the biomedical service department. There was no patient involvement. No additional information is available.